Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was planned to be used for the endovascular treatment of a patient. It was reported that there was a lot of leakage from the hemostatic valve after the device was inserted in the patient. The device was replaced with a 14fr sentrant sheath and the procedure was completed without any issues. As per the physician, the cause of the event could not be determined. No clinical sequelae were reported and the patient is fine.